Manufacturer narrative:
It was verified prior to deployment that the hook was caudal during placement of the filter and there was complete wall apposition on all sides post deployment. The filter was deployed without tilt in the infrarenal ivc. There was no large or excessive thrombus load. Anti-coagulation therapy was provided. When the patient returned the filter was not fractured. It is not known if the patient was given any increased amounts of fluids, either orally or IV prior to the migration. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
History: this complaint involved a (B)(6) female who had an optease ivc filter implanted on (B)(6) 2010. Indication for filter placement was recurrent dvt and pulmonary embolism despite anticoagulation. There were no absolute contraindications for filter placement. Filter deployment was apparently unremarkable. There was no thrombus at the placement site and the delivery was uneventful. In (B)(6) 2011, the patient presented to the emergency room with a viral like pulmonary symptoms. It was noted that the filter had migrated into the right main pulmonary artery. Three attempts were made to retrieve the filter via endovascular approach. These were unsuccessful. The patient was referred for surgical removal of the filter. Observations: four cd-roms are submitted for review. The first is from (B)(6) 2010 during the initial filter placement. An inferior vena cavogram is performed from the jugular approach. There is normal venous anatomy and there is no evidence of ivc thrombus. Inflow from the renal veins is well delineated bilaterally. An optease ivc filter is deployed in the infrarenal ivc. There is complete filter expansion and the hook is caudal. There appears to be good wall apposition. Images from (B)(6) 2011 11:07am are from the first attempt at filter removal. The ivc filter is now seen in the main right pulmonary artery. An attempt is made to snare the filter from the jugular approach. A wire is placed through the filter and a guide sheath is advanced into the pulmonary artery just up to the filter. Cardiac forceps are advanced through the sheath and were used to try to pull the filter back into the heart. This was unsuccessful. Images from (B)(6) 2011 1:20p are from the second attempt at filter retrieval. A wire is placed through the filter and a catheter follows. The wire is then looped and snared. The physician was unable to dislodge the filter. Images from (B)(6) 2011 3:33pm are from the third and final attempt. Multiple attempts with wires and forceps are made to snare and move the filter. These are unsuccessful. Final pulmonary angiogram shows the filter in the right main pulmonary artery and no evidence of vessel perforation. Conclusion: this complaint involves a (B)(6) female who had an optease ivc filter placed for recurrent dvt/pe despite anticoagulation and presented 8 months later with filter migration into the pulmonary artery. The indication for filter placement was appropriate. Retrospectively, perhaps a permanent filter could have been placed. The patient had a history of dvt since 2008 and recurrent pe despite appropriate anticoagulation. The likelihood of having the filter subsequently removed in this patient was small. I have no information from the synopsis provided if the patient had undergone medical evaluation for her hypercoagulable state. Placement of the filter appears appropriate. I am unable to measure the ivc diameter from the software provided. Clinical report stated that the ivc measured 29mm. Since this is close to the maximum allowable ivc diameter (as per IFU) it would have been prudent to perform the ivc venogram in two orthogonal projections to further evaluate ivc diameter. We only have a view in the ap projection. Perhaps the ivc was slightly wider in lateral projection. Filter migration is a well documented potential complication of ivc filter placement. This risk is increased when using retrievable filters. In fact, in (B)(6) 2010, the FDA issued a warning of adverse events, including migration, when using filters. Retrievable filters should be removed as soon as they are no longer needed. If there is no intention to remove the filter, a permanent filter, such as the trapease, should be used. Caval diameter, location of renal veins, variant anatomy, and hydration status are all important considerations prior to filter placement. Retrospectively, two orthogonal views of the ivc should have been obtained in this case. Otherwise, indication for placement and the placement itself was within standard of care. The filter fully deployed in the ivc and was in correct orientation. On the subsequent images the filter showed no evidence of fracture. Pulmonary angiogram showed no evidence of a large thrombus which could have dislodged the filter. I have no evidence from the images and clinical information provided to derive a direct correlation between the clinical event and device malfunction. It is certainly possible that the patient's clinical status, hydration level, body habitus, or other factors could have contributed to this unfortunate event. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
The report received indicated that the sales rep was notified that a (B)(6) female (bd (B)(6)) presented in the ER with viral like pulmonary symptoms and a persistent cough. Upon the review of a chest x-ray it was recognized that an ivc filter had migrated to the right pulmonary artery. The physician was the attending physician who also placed the filter. After several hours of attempting to retrieve the optease filter out of the pulmonary artery it was determined that the only option was for surgical removal. Films of the placement of the filter in (B)(6) and the event yesterday are available if requested. The indication for filter insertion was recurrent pe on anticoagulation. The pe was diagnosed/documented via CT chest (B)(6) 2010, history of dvt 2008 following mva and a venous doppler on (B)(6) 2009 showed no indication of venous thrombosis. The extent of the pulmonary emboli was the proximal le. There was no thrombus present at delivery site. There was no contraindication for anticoagulation. The patient had recurrent pe in spite of anticoagulation. Pre and post imaging were completed. The size and shape of the vena cava was normal, estimated at 2.9cm/measured. It is unknown how long after placement did the event occur.